Manufacturer narrative:
Table is still at customer site. Customer declined request to let MFR's svc rep examine the table. Mfg representatives are arranging for table to be changed out and will examine the table upon return.